Event description:
The territory business manager stated that the rivet on the cross brace at the base of the frame was never riveted; it has caused the frame to shimmy. The tbm stated it could not be repaired in the field.